Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made and a response has not been received. If new information is received, a supplemental report will be submitted accordingly. Referenced article: switch between aai and ddd mode pacing¿what is the mechanism? Annals of noninvasive electrocardiology. 2019;24(4). Doi: 10.1111/anec.12648. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a case concerning electrocardiogram (ECG) interpretation in a patient with an implantable pulse generator (ipg). It was reported that the device exhibited mode switching due to intermittent ventricular undersensing of the qrs complexes. It was also noted that in some instances, atrioventricular block occurred in the absence of ventricular sensing between atrial beats. The device sensitivity was subsequently increased and at the next device check, the device was deemed to be working appropriately and remains in use. No further patient complications have been reported as a result of this event.